Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to pinhole found on channel tube. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the peeled coating on the image guide could not be determined. In addition, the following non-reportable findings were found during device evaluation: the water tightness was lost due to a pinhole channel tube and due to a cut on connecting tube; due to corrosion, switch3, switch1 and switch 4 were found not working; the insertion tube rotation ring was damaged and this lead to connecting tube did not rotate smoothly. Part of connecting tube was fallen off; due to damage on channel tube, channel cleaning brush and forceps could not inserted smoothly; due to wear of angle wire, bending angle in up direction did not meet the standard value. Scratches were found on video connector case, video connector, light guide connector, light guide-cover glass, video cable, forceps elevator, angulation lever, grip, universal cord, control unit. Universal cord and control unit were found deformed. The adhesive on bending section cover had a chip; video connector case had a crack as well and the label on light guide connector was found peeled. Olympus will continue to monitor the field performance of this device. Establishment name: (B)(6) hospital.

Event description:
The customer reported to olympus, the uretero-reno videoscope was having a pinhole. There was no information on the procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image guide snake tubing coat peeling (>1mm2). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.